Manufacturer narrative:
Customer failed to properly cycle cartridge. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer failed to properly cycle the cartridge and using cold insulin. Tandem customer technical support informed customer that insulin should be at room temperature before filling a cartridge per user guide. A cartridge change was performed resolving the occlusion. There was no adverse impact to customer¿s blood glucose level.